Manufacturer narrative:
In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was being used on a patient and the unit started getting low exhaled volume readings. The vent was pulled and sent for testing. The facility biomed found in the error log flow control valve (fcv) over current fault, inspiratory flow sensor (ifs) voltage fault, and tca a/d ref fault. The gde will need to be replaced. There was no harm reported to the patient.

Manufacturer narrative:
It was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported problem. The gas delivered engine was replaced and a user verification test (uvt) performed. The vent is now running to service specifications.